Manufacturer narrative:
Concomitant product: 5076-45 lead , implanted: (B)(6) 2006; 310c33 tissue valve, implanted: (B)(6) 2007.

Event description:
It was reported that the thresholds increased to high levels on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.